Event description:
It was reported that on (B)(6) 2011, during the xact stenting procedure in a mildly calcified, 90% stenosed left internal carotid artery, prior to the embolic protection device deployment and balloon inflation, the patient experienced bradycardia and hypotension. The symptoms continued after the procedure. The bradycardia was treated with atropine and resolved on (B)(6) 2011. The hypotension was treated with neo-synephrine and dopamine. The hypotension continued after discharged from the hospital on (B)(6) 2011, but resolved on (B)(6) 2012. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of bradycardia and hypotension are known observed and potential adverse events of stenting procedures as listed in the xact, carotid stent system, instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.